Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. The root cause analysis is currently underway. No adverse event resulted from the defective monitor.

Event description:
A (B)(6), male, pt, called in to zoll lifecor customer support to report that he had one battery in the charger all night and it said charged, but it will not power up the system. The pt also reported that his other battery could not power up the system. The pt was provided with a replacement monitor.